Event description:
Reportedly, during a laparoscopic cholecystectomy, the black insulator of the device fell into the patient cavity. The piece was removed from the cavity with no difficulty. No patient injury reported.